Event description:
It was reported "patient has had ongoing uti for the last 1-2 years. Infectious disease doctor told patient it's from on going catheter use that has caused buildup of bacteria. Doctor put patient on a low dose of antibiotics which seems to be helping."

Manufacturer narrative:
E.1:complainant street address: (B)(6). Complainant city: (B)(6). Complainant state/province: (B)(6). Complainant postal code: (B)(6). Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005471919.